Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).

Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. Follow up determined that the device was explanted and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.